Event description:
It was reported that a scoliosis patient underwent a spinal procedure using posterior fixation at t12 to l3. A rod broke approx 16 months post op. The patient underwent a revision surgery in 2008, to remove the broken rod. No patient complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed that the rod was broken. Rod appears to be made to specification. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.